Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the reported issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing was reported or available, however, the issue was likely the result of insufficient device cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer could not confirm that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. No information could be confirmed regarding pre-cleaning or manual cleaning. During testing, the reported issue was not confirmed. The device allowed for directional angulation. However, functional testing showed the up/down directional knob had excess play and the up direction's bending angle did not meet specifications. Both of the directional issues were caused by a worn angle wire. Visual examination found the following additional issues: the channel had a pin hole and was no longer water tight; the suction cylinder was sheared; the paint on the suction cylinder was peeling; the control unit was discolored; the image guide protector was cut; the adhesive on the bending section cover was chipped; the bending tube was deformed; and the paint on the air/water cylinder was peeling. The following components were scratched: light guide cover glass; scope cover unit; scope connector; universal cord protector (on both sides); universal cord; hand grip; switch box; connector cover; lock engagement lever; lock engagement knob; both directional knobs; control unit; and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had not angulate when the directional knob was turned. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. No adverse effects to patient reported.